Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited intermittent high out of range shock impedances greater than 125 ohms. Troubleshooting was performed but the out of range shock impedances could not be recreated. The physician plans to schedule a revision procedure to replace the rv lead. This rv lead and the implantable cardioverter defibrillator remain in service at this time. No adverse patient effects were reported.